Event description:
It was reported that air bubbles were observed in the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 545 mg/dl. Customer addressed their high bg with "lots of water" as prescribed by a health care provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.